Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2017-00135. It was reported the patient's leads migrated (reference MFR. Report# 1627487-2016-06115). The patient was taken to surgery but the physician was unable to reposition the leads due to the patient's anatomy. As a result, the surgery was abandoned. Additionally, the physician cut the leads and partially removed the patient's leads. Surgical intervention will take place at a later date to explant the remaining portion of the leads and implant a paddle lead.